Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 2.7, lab 12.0, mean 7.35, confidence limits cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Pt was taken off warfarin based on the lab result. This is adverse event case. Products will be tested when returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2007, inratio 2.7, lab 12.0. Pt was taken off warfarin based on the lab result.